Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was hospitalized due to high blood glucose of 475 mg/dl on (B)(6) 2017. Customer's blood glucose went up to 500 mg/dl after being in the hospital for couple of hours. The nurse stated that the customer came to the hospital with diabetic ketoacidosis and wanted to make sure that the insulin pump is functioning right. The customer experienced symptoms such as throwing up and feeling sick. The customer was treated with insulin pump. It was also reported that the customer's blood glucose has been running in the 400 mg/dl and 500 mg/dl after his basal rates were lowered on (B)(6) 2017. Customer was treated with insulin drip and IV while in the hospital. The customer was wearing the insulin pump during the hospitalization. High blood glucose troubleshooting was performed. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Unable to perform high pressure test due to no tubing clamp available. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump will not be returned for analysis. Tubing clamp will be sent to customer.